Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the control solution test result on her one touch ultramini meter was displaying inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began on the morning of (B) (6) 2010. It is unk when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. It is also not known if the pt discontinued testing her blood glucose due to the reported issue. The cca documented that the pt manages her diabetes with diet and oral medication. The pt stated that since the alleged issue began, she changed her usual diabetes regimen by decreasing her food/drink intake. The pt was unable to specify the exact date of her action, but mentioned that "it's for quite awhile now." At an unspecified date after the reported issue began, the pt reportedly became sweaty. It is not known if the pt was able to test her blood sugar with any meter at the onset of her symptom. The pt denied receiving any medical treatment due the alleged product issue. During the troubleshooting session, the cca walked the pt through a quality control test and obtained a result of "132 mg/dl." This result is within the control solution test range printed on the test strip vial. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt reportedly changed her usual diabetic regimen and developed a symptom suggestive of a serious injury after the alleged inaccurate control solution test began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.